Event description:
During a follow-up phone call for a separate reported issue, it was reported pt had expired on (B)(6) 2013. The pt was on peritoneal dialysis during the time of her death. The pt did not go to the hospital. The nurse spoke with the pt's daughters who stated the pt expired due to cardiac arrest. The nurse believed that the cardiac arrest was not peritoneal dialysis related. The sample was discarded. Treatment sheets and physician notes were requested.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. The device was not returned to the MFR for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation. Please see related files: 8030665-2014-00046 and 2937457-2014-00029.